Manufacturer narrative:
Inspiratory valve assembly was replaced. After the replacement, device functions as intended.

Event description:
Hamilton medical ag received the following event description : "ppat zero cannot adjust to with in range. Replace the inspiratory valve assembly. "